Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transmission attempt on a host tablet was unsuccessful, prompting for an update. Troubleshooting steps were taken to include reattempting the transmission using an alternate host tablet; however, the issue persisted. It was advised to enable wireless fidelity and attempting to update the application; however the update failed multiple times despite rebooting the host tablet. It was then noted that on both attempts the mobile programmer application was selected to interrogate an implantable device instead of the intended remote monitoring mobile application. Guidance was provided regarding use of the appropriate remote monitoring mobile application and ensuring wireless fidelity connectivity for transmission. No patient complications have been reported as a result of this event.